Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings. The customer stated that he had quite a few calibration errors. The customer had blood glucose of 20 mg/dl and sensor reading of 90 mg/dl. The customer also mentioned blood glucose of 300+ mg/dl and sensor reading of 90 mg/dl. The customer stated that the cannula was bent. The customer also had low reading of 50 mg/dl which was treated with (B)(6) orange juice. The product was not returned for analysis.